Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient had elevated lactate dehydrogenase (ldh) levels and complaints of a "weird sound" from their device. When the patient presented to the clinic no abnormal sounds were noted. Log file review did not capture any unusual events. Elevated ldh was attributed to severe aortic insufficiency. No treatment was performed and there were no signs or symptoms of hemolysis. As of 21apr2022 the sound had resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Additionally, the reported abnormal sound coming from the device could not be confirmed through this evaluation. The controller event log file contained data from 09apr2022 through 13apr2022. No notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on hm3 lvas, serial number (B)(6), and no further events have been reported at this time. The heartmate 3 lvas IFU, rev. C, and the heartmate 3 patient handbook, rev. D, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. Section 6 of the IFU, ¿patient care and management¿, instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. This section also provides information regarding the recommended anticoagulation therapy and inr range. The sections entitled ¿introduction¿ and ¿living with the heartmate iii¿ of the patient handbook state to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The section entitled ¿handling emergencies¿ explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm).¿ the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05jan2021. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the aortic insufficiency was discovered on 18apr2022 through a transthoracic echocardiogram (tte).